Event description:
The manufacturer received information alleging lung disease, reduced cardiopulmonary reserve, eye irritation, nose irritation, skin irritation, respiratory tract irritation, kidney disease, liver disease. There was no medical intervention required by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The following correction has been updated in this report. Section "(device) problem code grid" in box h has been updated/corrected.